Manufacturer narrative:
Additional information was received that the patient experienced discomfort due to the position of the ipg and underwent a revision procedure wherein the ipg was relocated.

Event description:
A report was received that the patient will undergo an ipg pocket revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg pocket revision procedure for an unknown reason.